Manufacturer narrative:
Company comment: the serious event of abscess at implant site and the non-serious events of mass, erythema at implant site and purulent discharge were considered expected and possibly related to the treatment. Seriousness criteria include the need for multiple medical interventions to prevent permanent damage. The potential root cause is the treatment procedure or injection procedure associated with inadequate aseptic technique. Potential contributory factor include recent treatment procedure with pdo threads to the same buccal area. The case meets the criteria for expedited reporting to the regulatory authorities. Product note: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the marketed product. To rule out a non-conforming product an additional investigation of a batch record review will be performed. Recommendation for corrective and preventative action: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 17-mar-2023 by a nurse which refers to a female patient of an unknown age. The medical history of patient included malabsorption, reflux (not holding food down), smoker and gastric balloon. The patient was stressed. No information concomitant medication or history of allergies has been provided. The patient had previously received treatment with pdo threads to the left buccal area on (B)(6) 2022. On (B)(6) 2023, the patient received treatment with 0.5 ml of restylane lidocaine (lot 19761) left to right buccal area subdermally with unknown injection technique and needle type for crepiness and cheek rippling. On (B)(6) 2023, the patient experienced hard ball/lump (implant site mass) on lower left cheek area, with a reported severity of moderate to severe. The patient thought it might be some cyst. There was no pain or redness. On (B)(6) 2023, the physician reviewed the patient and treated her with prp to break it down. On (B)(6) 2023, the physician ordered second time prp to break it down. On (B)(6) 2023, the physician prescribed treatment with oral flucloxacillin [flucloxacillin] for abscess (implant site abscess). The physician had blanched the abscess. As of 08-mar-2023, the abscess was still draining large purulent exudate (purulent discharge). The physician asked her to clean the area. The patient also reported redness spot (implant site erythema) but not sore. The physician had stopped oral antibiotics and prescribed IV antibiotic ceftriaxone [ceftriaxone], 2 grams daily for 3 days. Additionally, the patient had also received two course of oral bactrim [sulfamethoxazole, trimethoprim] treatment and 50 mg of prednisone [prednisone] three times daily for three days initially and currently she was on 10 mg of prednisone a day for 2 weeks and then hcp would review the patient. Outcome at the time of the report: abscess was not recovered/not resolved/ongoing. Hard ball/lump was not recovered/not resolved/ongoing. Purulent exudate was not recovered/not resolved/ongoing. Redness spot was not recovered/not resolved/ongoing. Tracking list: v.0 initial. V.1 fu received on 29-mar-2023 and 30-mar-2023 from same reporter. Case upgraded to serious. Outcome of events and corrective treatment details were updated.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 17-mar-2023 by a nurse which refers to a female patient of an unknown age. The medical history of patient included malabsorption, reflux (not holding food down), smoker and gastric balloon. The patient was stressed. No information concomitant medication or history of allergies has been provided. The patient had previously received treatment with pdo threads to the left buccal area on (B)(6) 2022. On (B)(6) 2023, the patient received treatment with 0.5 ml of restylane lidocaine (lot 19761) left to right buccal area subdermally with unknown injection technique and needle type for crepiness and cheek rippling. On (B)(6) 2023, the patient experienced hard ball/lump (implant site mass) on lower left cheek area, with a reported severity of moderate to severe. The patient thought it might be some cyst. There was no pain or redness. On (B)(6) 2023, the physician reviewed the patient and treated her with prp to break it down. On (B)(6) 2023, the physician ordered second time prp to break it down. On (B)(6) 2023, the physician prescribed treatment with oral flucloxacillin [flucloxacillin] for abscess (implant site abscess). The physician had blanched the abscess. As of (B)(6) 2023, the abscess was still draining large purulent exudate (purulent discharge). The physician asked her to clean the area. The patient also reported redness spot (implant site erythema) but not sore. The physician had stopped oral antibiotics and prescribed IV antibiotic ceftriaxone [ceftriaxone], 2 grams daily for 3 days. Additionally, the patient had also received two course of oral bactrim [sulfamethoxazole, trimethoprim] treatment and 50 mg of prednisone [prednisone] three times daily for three days initially and currently she was on 10 mg of prednisone a day for 2 weeks and then hcp would review the patient. Outcome at the time of the report: abscess was not recovered/not resolved/ongoing. Hard ball/lump was not recovered/not resolved/ongoing. Purulent exudate was not recovered/not resolved/ongoing. Redness spot was not recovered/not resolved/ongoing. Tracking list: v.0 initial v.1 fu received on 29-mar-2023 and 30-mar-2023 from same reporter. Case upgraded to serious. Outcome of events and corrective treatment details were updated. V.2 batch record review was received on 05-apr-2023.

Manufacturer narrative:
Company comment: the serious event of abscess at implant site and the non-serious events of mass, erythema at implant site and purulent discharge were considered expected and possibly related to the treatment. Seriousness criteria include the need for multiple medical interventions to prevent permanent damage. The potential root cause is the treatment procedure or injection procedure associated with inadequate aseptic technique. Potential contributory factor include recent treatment procedure with pdo threads to the same buccal area. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: restylane lidocaine-routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. A batch record review was performed. No potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to galderma quality management system. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: restylane lidocaine-no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.